Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was adjusted. The single board computer upgrade kit, the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported.